Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, the reported difficulties appear to be due to case circumstances. It was reported that the lesion site was heavily tortuous and moderately calcified. It is likely that anatomical conditions contributed to the poor visibility. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified external carotid artery. A 5x30mm rx .014 acculink stent was implanted; however, the physician wasn't able to see the stent during advancement under fluoroscopy. It was noted after the stent was implanted it opened up the vessel. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.